Event description:
The complainant alleged that during incoming inspection of the device they were unable to adjust the pacer output. The complainant indicated there was no pt involvement with this reported malfunction.